Event description:
Customer stated that the device over-heated during a case. A back-up unit was used to complete the procedure. There was no delay in the procedure. No user injury was reported, and no other adverse consequences were alleged with this event.

Manufacturer narrative:
Internal components of the core sumex drill were evaluated, which revealed the presence of corrosion within the device. Maestro straight am attachment used with the alleged handpiece during the case also overheated during testing at the manufacturer. Internal components of the attachment were evaluated which revealed the presence of corrosion of the bearings.